Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was unable to display visit ID. The customer unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the visit identification was not displaying. A technical support specialist (tss) dialed into the server and station and confirmed that the patient was assigned to a different unit on both the station and the server. The customer was emailed and advised resending the message. A follow up email was sent, and the case remained pending further updates and response from the customer. The system functioned as intended after technical support specialist investigated the device.